Event description:
The rptr has been using expired strips and finding errors (not sure of number of error). There is no medical intervention and no allegation of harm. New meter and strips have been sent to customer.